Manufacturer narrative:
This remediation MDR was generated under protocol (B)(4), as a result of warning letter cms#(B)(4). No problems or issues were identified during the device history record review. Visual and functional tests were performed. One (1) used decontaminated sample was returned for evaluation. The sample was received in unused conditions within the original package. The inflation test was repeated on the received sample. It was found that it is not even possible to inflate cuff as it leaks so badly. Due to fact that cuff leak was observed after placement it is the most probable that reported failure occurred during tracheostomy procedure or during use. The root cause of the reported issue was not determined.

Event description:
Information received a smiths medical tracheostomy/pvc - portex tubes bluselect malfunctioned.. Reported during the use of the product, a cuff air pressure drop alarm frequently sounded. So the customer checked the product and found leakage of air from it. No patient injury.